Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy using the (d4) device to an adult patient a product problem occurred where the device alarmed for an internal fault/system diagnostics and prompted the hospital staff to restart the device. The hospital staff responded by exchanging the affected device with a backup unit. A transient desaturation was observed in the patient during the event; however, the patient recovered to pre-event oxygen saturation levels following the device exchange. No lasting adverse effects were reported.